Event description:
During a preventive maintenance, the company representative observed that the unit's pneumatic output was set at 248 mm of mercury and the factory specification is 330 mm of mercury.